Manufacturer narrative:
(B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history review was conducted. The report indicates the manufacturing records were reviewed and no complaint related issues were found. Device was used for treatment, not diagnosis.

Event description:
(B)(4). Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient had a trochanteric fracture; per trochanteric one (31-a2) which was close to the neck. The procedure was to replace the implant with the instruments (471-set-j113); this procedure was attended by a sales representative. The surgeon measured the blade length and selected the blade (90 mm); the scrub nurse opened the package and assembled it on the staple impactor. The surgeon found it was a wrong one (02-027-035s, 100 mm). The surgeon used a (95 mm) blade and completed the operation. In the package was art. 02.027.035s, lot 8422211. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that a wrong label was put on to the package of that pfna-ii blade. The pfna-11 blade package was not returned to the manufacturer.